Event description:
The customer reported via phone call that the insulin pump alarmed sensor and calibration error. The customer's sensor glucose readings were high but her blood glucose level would be 50 mg/dl or 60 mg/dl. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.